Event description:
It was reported that during an implant procedure, the right ventricular lead was unable to fit inside the header of the device suspected to be due to the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of connection anomaly was not confirmed. Test leads were able to be inserted and secured normally. No set screw or septum anomaly was observed. All lead bores were measured using pin gauges and found to be within specification. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.